Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test and had a motor error alarm during the basic occlusion test due to faulty force sensor resistor. There was no compromised force sensor system alarm noted. The motor passed the motor test. The pump had a scratched display window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her insulin pump has a motor error alarm and a compromised force sensor system alarm. Customer's blood glucose is 84 mg/dl. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.